Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observations revealed that a part of the needle tip is broken and is jammed inside the shaft of the gun. The trigger of the device is working as intended. An eiii needle was not able to be loaded to the gun since the needle jammed inside could not be removed. One possible root cause for the reported failure is improper maintenance which would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to needle getting jammed inside the device. Other than that, we could not determine a definitive root cause for the failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle jammed in the sales rep's expressew iii autocapture+ while the gun was being fired for the first time. The sales rep stated they then tried to pull the needle out from the proximal end and the tab on the needle broke off. They then tried to remove the needle from the distal end between the jaws and broke the needle again. The sales rep stated that breakage occurred away from the patient. The case was completed with a competitor's device with no patient harm, but a two minute delay to open the competitor's device. The sales rep was not present for the case and could not provide any additional information. The devices are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.